Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump shut off without the auxiliary alarm occuring as expected. They also stated that the pump had constant alarms. It is unclear what actually occurred. Mmd did follow up with the initial reporter, who stated that the patient was able to restart their infusion with a back up pump. They also stated that the patient was ok and had eventually been discharged into hospice care. [Complaint (B)(4)].

Manufacturer narrative:
The device was returned to mmd for investigation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmd for investigation it operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information, an MDR wouldn't have been required.

Event description:
The initial reporter stated that the pump shut off without the auxiliary alarm occuring as expected. They also stated that the pump had constant alarms. It is unclear what actually occurred. Mmd did follow up with the initial reporter, who stated that the patient was able to restart their infusion with a back up pump. They also stated that the patient was ok and had eventually been discharged into hospice care. Complaint-(B)(4).